Event description:
Per the clinic, the patient experienced an infection around the receiver/stimulator area (specific date not reported). Subsequently, the patient was hospitalized (specific date not reported) for an IV antibiotics treatment (specific date and duration not reported). The patient was also treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.